Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008; inratio: 2.5; lab: 11.2. Per text "pt still in hospital". This is adverse event case.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 2.5, lab: 11.2, mean: 6.85, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits for inr testing cannot be determined. Products will be tested when returned.